Event description:
It was reported that during an implant procedure, the physician was introducing the lead in the left ventricle. However, it was impossible to fix the helix in the vein. Another lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This model number is not approved for distribution in the united states; however, it is same/similar to a device marketed in the u.s. This event occurred outside the us and patient information is not generally available due to confidentiality concerns. All information provided is included in this report. Product event summary: the full lead was returned and analyzed. Analysis was performed and no anomalies were found. (B)(4).